Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review /investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a review of the receiving inspection (ri) for viper 2 straight rod was conducted identifying that lot number tbtwd was released in a single batch. Batch1: lot qty of (B)(4) units were released on 05 apr 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 the patient underwent for revision procedure (posterior lumbar spinal fusion between t10-l3) was performed for purulent spondylitis. The surgeon preoperatively presumed possible rod breakages. It was actually found that the rods on both sides had broken off. The patient outcome was unknown. On (B)(6) 2018 the primary percutaneous spinal fusion was performed. No further information is available. This complaint involves two (2) devices. This report is for (1) viper2 straight rod-200mm. This report is 1 of 2 for (B)(4).